Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The target lesion was located in a shunt vessel. During preparation of a 4.00mm/1.5cm/140cm small peripheral cutting balloon, when the device was removed from the balloon protector ring resistance was encountered. It was noted that all air was not removed from the balloon prior to removal of the balloon protector. The balloon protector was removed using a straight force. However, the shaft separated at the mid portion of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a shaft break approximately 24.8cm from the catheter tip. Stretching was evident at the break site. The balloon protector was not returned. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. He most probable root cause was determined to be user related, as the dfu states "d. Open the stopcock to the balloon. Draw back on the syringe to its full volume deflating the balloon and drawing air bubbles into the syringe barrel, e. To make certain that all air is removed from the balloon, repeat step d". (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure a shaft break occurred. The target lesion was located in a shunt vessel. During preparation of a 4.00mm,/1.5cm/140cm small peripheral cutting balloon, when the device was removed from the balloon protector ring resistance was encountered. It was noted that all air was not removed from the balloon prior to removal of the balloon protector. The balloon protector was removed using a straight force. However, the shaft separated at the mid portion of the device. The procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.